Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer goes in and out of the hospital. There has been documentation of an incident in which the customer was hospitalized for diabetic ketoacidosis. The customer was vomiting as a result of the diabetic ketoacidosis, and his blood glucose was 363 mg/dl. The customer was treated at the hospital and released after a few days. The customer was only home for two days before he began to vomit again. No troubleshooting occurred, and no products were returned or replaced.